Event description:
On (B)(6) 2023 a surgical revision was performed to move the nalu implantable pulse generator to a different location. Patient underwent successful wear trial with the nalu system, however the patient requested the permanent implant be placed in a different location than the wear trial. After implant it was discovered that the location was not optimal for the patient's anatomy and caused the external therapy disc to not maintain adhesion and thus lose connection with the implanted components. Revision moved the implanted components to a more optimal location without replacement of any components.